Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified as no samples were available for investigation.

Event description:
The customer received questionable (B)(6) results for approximately 70 patient samples from a cobas e602 analyzer. When they received (B)(6) results for both (B)(6), they sent the sample to be tested on an abbott architect i2000 analyzer. Of the (B)(6) data provided for 66 patient samples, only the results for one patient were (B)(6). The result from the cobas e602 was (B)(6) and the result from the abbott architect was (B)(6). Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. There was no adverse event reported.